Manufacturer narrative:
The proximate cause of the of the rear case issue is the result of customer damage. The proximate cause of the air in line assembly issue is the result of customer damage. The proximate cause of the male and female iui issue is the result of customer damage service determined no device malfunction has been alleged. The software version was unchanged and remained at version 8.5.29.

Event description:
The device had a damaged component.

Manufacturer narrative:
It was determined that the proximate cause of the bezel recall was identified. The source device bezel is recall affected. The proximate cause of the 221.2010 error code is the result of customer damage.

Event description:
The device had a damaged component.

Manufacturer narrative:
The customer reported lvp bezel post recall. The pump module bezel was replaced and the device was returned to the customer. No other repairs were performed. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There was no reported patient injury. This device is used for therapeutic purposes.